Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. There was a concern that the battery longevity dropped from 23% to 14% in approximately one months. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and successfully replaced. No additional adverse patient effects were reported. This product has been returned and is pending analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. There was a concern that the battery longevity dropped from 23% to 14% in approximately one months. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and successfully replaced. No additional adverse patient effects were reported. This product has been returned and is pending analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. There was a concern that the battery longevity dropped from 23% to 14% in approximately one months. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service.